Manufacturer narrative:
Vyaire medical file identification: (B)(4). The equipment was received in vyaire facility for evaluation. Service technician was not able to reproduce the reported problem "set bpm auto cycles". The ventilator passed 72 hours extended tests at customer settings without any unusual alarms or conditions. However, the ventilator failed troubleshooting final test at pressure and oxygen blending performance. Bench testing revealed o2 blender is creating the non-conformance. Service technician replaced o2 blender with a good known test o2 blender and ventilator passed pressure and oxygen blending performance. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 was set to 16 bpm (breath per minute) it auto cycles at 47 there is a leak apparently. As of this time there is no information about patient involvement associated with this reported event.